Manufacturer narrative:
The device will not be returned. Without the return of the device, the root cause can not be determined. The lot number was reviewed in the field data log and no similar complaints from this lot were found. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints with this lot.

Event description:
A dural fistula was being treated with one 6french neuropath up the arterial and one 6french up the right jugular. The right jugular was narrowed at the proximal end and although there was difficulty in gaining access, eventually, access was gained. After an hour, the pt's blood pressure shot up, spasm was evident and the pt was distressed. A reversed heparin and other tests were performed revealing the jugular was occluded. The pt was fine and had collateral vessels so did not have any effects from the occluded jugular.